Manufacturer narrative:
The device was returned for evaluation. The lot number for the malfunction was provided and a lot history review was performed. The investigation was inconclusive for the alleged deployment malfunction. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates model fem10040, endovascular stent graft, allegedly failed to deploy and misfired. The information was received from a single source. This malfunction involved a (B)(6) year old male weighing 130 pounds, there were no patient consequences.